Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account revealed a controller clock reset. A specific cause for the reset could not be conclusively determined through this evaluation as the log file did not capture the onset of the event; however, this finding could have been the result of a loss of external power to the system controller and depletion of the controller¿s internal backup battery before the events captured in the log file. Analysis of the log files revealed an additional event that appeared consistent with full depletion of the external and backup batteries, which ultimately caused a pump stoppage. Further review also confirmed elevations in pump power and estimated flow values; however, a specific cause for these findings could not be conclusively determined through this evaluation. Two system controller log files were submitted, which contained overlapping data. The first system controller log file contained approximately 223 events captured at the default timestamp of (B)(6) 2001 01:00:00, resulting in active yellow wrench advisories associated with real time clock not set alarms. A specific cause for the controller clock reset could not be conclusively determined through this evaluation as the log file did not capture the onset of the event; however, this finding could have been the result of a loss of external power to the system controller and depletion of the controller¿s internal backup battery before the events captured in the log file. During this data range, a pump stop was captured at an unknown time. Prior to this event, the system was operating on battery power. The data captured low battery advisory alarms due to the patient using the 14v li-ion batteries below the advisory voltage threshold. These alarms were followed by low battery hazard alarms when the batteries fell below the hazard voltage threshold. Full depletion of the 14v li-ion batteries followed as evidenced by an active no external power alarm. At this time, the 11v backup battery became active; however, the backup battery also appeared to have fully depleted after an unknown period of time as the following line of data resulted in the observed pump stoppage. Although power was ultimately restored when the system was connected to battery power, the amount of time the patient¿s pump was off could not be determined through this evaluation as the clock was not reset until (B)(6) 2021 12:15:18. One transient elevation in pump power and estimated flow was captured during the unknown time period, with values recorded at 8.2 watts and 11.0 lpm, respectively. This elevation was not associated with a pi event. The second file contained additional data captured from (B)(6) 2021 14:28:15 through (B)(6) 2021 15:08:19. One transient elevation in pump power and estimated flow was observed on (B)(6) 2021 23:08:21, with values recorded at 7.6 watts and 10.0 lpm, respectively. This elevation did not appear to be associated with a pi event. Excluding the observed events, the pump was able to operate above the low speed limit. Despite the observed events, the pump appeared to function as intended throughout the duration of these files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22jan2018. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters including pump power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 3 of the IFU, ¿powering the system¿, provides important information regarding the heartmate batteries, in the subsections titled ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 6 of the IFU instructs that ¿if the left ventricular assist device stops operating, attempt to restore pump function immediately. When the pump stops operating and blood is stagnant in the pump conduits for more than a few minutes (depending on the anticoagulation status of the patient), there is a risk of stroke or thromboembolism should the pump be restarted.¿ section 2 of the patient handbook, ¿how your heart pump works¿, outlines battery charge level, fuel gauge display, and visual and audible alarms. This section states that if either the yellow diamond or the red battery illuminates, the user should immediately replace the depleted batteries with a fully charged pair, or switch to the mobile power unit/ power module. Section 3 of the patient handbook, ¿powering the system¿, provides instructions for exchanging batteries and switching power sources. Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had yellow wrench alarms associated with clock resets. A log file review noted that based on the data it appeared possible that the patient depleted the power sources, including the backup batteries, causing the clock resets as well as possibly interrupting pump support. During the clock invalid periods there were recorded set speed changes, along with 3 low speed advisories due to the pump speed being manually set below the low speed limit for a brief period. There were also 2 low power advisories due to battery depletion. The system controller clock was resynched on (B)(6) 2021 at 12:15 pm. Additional log files were submitted on (B)(6) 2021. These log files captured 2 unsustained power/flow elevations, one when the clock was invalid and one on (B)(6) 2021.